Event description:
It was reported that the water leaked from the balloon of the foley catheter and only 5 to 6 ml of water was aspirated when the catheter was removed. The same event at the same lot has occurred in about 6 patients.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water leaked from the balloon of the foley catheter and only 5-6 ml of water was aspirated when the catheter was removed. The same event at the same lot has occurred in about 6 patients.